Manufacturer narrative:
The device was returned for investigation and the investigation has been initiated. Two x-rays and three pictures were provided. The device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available, that changes this assessment, an amended medical report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the surgeon used the anatomical shoulder domelock, humeral head&#34868;8-17, r=26.8mm and the fitting from the final implant with the fixed domelock was not good (1 cm space). There was a delay of surgery time of 1.5 hours.

Manufacturer narrative:
Trend analysis: no trend identified. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. The compatibility check was performed with anatomical shoulder domelock system surgical technique and anatomical shoulder¿ system surgical technique and showed that the product combination was approved by zimmer biomet. Event summary: it was reported that during the implantation surgery of an anatomical shoulder domelock system, the anatomical shoulder with the fixed dome (t-dome) and the final implant resulted in a 1 cm gap and this was not acceptable. The test with the domelock is reported to be ok. The surgeon, dr. Verhaegenxxx, then tried with a classic anatomical shoulder system, but had the same problem. There was a difference between the test and the final implant. After several tests, and 1 hour 30 minutes delay of the surgery, and cemented stem size 9 and an anatomical head size 50 mm were chosen, which is reported to be oversized for this patient. Review of received data: two x-rays and three pictures were received for investigation. The x-rays show the pre-operative and the post-operative situation. The pre-operative x-ray is not relevant for the reported issue. The post-operative x-ray shows the right shoulder of the patient with and implanted anatomical shoulder prosthesis in the ap plane. In the x-ray it can be observed that the anatomical head is slightly too large compared with patient bone. Additionally, the stem seems to be positioned at the same level than the resection line. A description of the event has been provided in dutch. The reported description has been translated in-house and can be summarized as follows: a total anatomical shoulder surgery with t-dome was planned. Preoperative planning was done with all x-rays and CT images, and alternatives to the t-dome were provided with anatomical heads and tm reversed. Perioperatively a t-dome was elected for the surgery. The glenoid was implanted without any problem. A stem 7 was selected cemented. Test with the t-dome was ok, but the implant left a gap of 1 cm, which was unacceptable to dr. Verhaegenxxxx. An anatomical head was then tried and the same problem was found, there was a difference between the test and the final implant. After about 10 tests is chosen by the various trials for a cemented stem 9 and an anatomical head 50mm. The surgery lasted 1 hour and a half more and an oversized humeral head had to be implanted. The surgical technique is reported to have been strictly followed. Devices analysis: two anatomical shoulder heads and a stem were returned for investigation. The anatomical shoulder domelock head and the t-dome as well as the anatomical shoulder head and the ball-taper were returned assembled. Besides some traces derived from cleaning, the non articulating side of the heads and on the tapers (both the t-dome and the ball taper) some signs of use in form of slight scratches and polished areas can be observed. Additionally, some marks most probably originated by the use of surgical instruments can be observed on the taper and on the stem. The head and taper seems to be correctly assembled. Nothing conspicuous is observed on the stem and on the articulating side of both heads. A functional test was performed and the assembled head-taper constructs were mounted on the stem. A "gap" between the head and the stem can be observed, but this is consistent with the design of the anatomical shoulder system. Nothing abnormal could be observed. Review of product documentation: anatomical shoulder domelock system surgical technique and anatomical shoulder system surgical technique explain in detail all the steps required for the implantation of the anatomical shoulder system. Anatomical shoulder systems consent to implant the stem below to the bone resection line and place the humeral head exactly on the bone resection line. The head is designed not to be sitting directly on the stem. The head taper will connect the head and stem by leaving a "gap" between the head and stem. This "gap" and the stem seating below the resection line can be observed in the anatomical shoulder¿ system surgical technique as well as in the pictures showing the assembled stem-head construct. Additionally, the steps described in the anatomical shoulder domelock system surgical technique, show that the "the rasp is now seated 5 mm below the resection line." Trialing is then performed and the steps needed for head preparation and implantation are also described. The chosen definitive humeral head implant is unpacked and assembled with the dome and the rasp is removed from the humerus. The chosen stem is unpacked and assembled with the humeral head by using the assembly block. The assembled cemented stem-head construct can be implanted with cement in the humerus by applying controlled force with the thumb on the head. Anatomical shoulder system product brochure contains pictures which show that the implanted stem is below the resection line and that there is a "gap" between the head and the stem. Root cause analysis: the review of the event suggests that a "gap" between the anatomical shoulder head and the stem was present and that the implant was not seating on the bone resection line as intended. The in-house-translated event could suggest that the stem was cemented and only afterward the head was placed on the cemented stem. However, since no surgical report with detailed description of the surgical steps performed is available this cannot be confirmed. The review of the available x-rays shows that the stem seems to be implanted approximately at the height of the resection line and not below it as intended by the product design. Nothing conspicuous could be found by the visual examination and functional test of the implants. According to the review of the event, of the returned x-rays and products and of the surgical techniques, it can be hypothesized that the head was not assembled on the stem before cementing and that the stem was implanted at the same height of the resection line. This could then result in a gap between head and bone. Conclusion summary: according to the review of the event, of the returned x-rays and products and of the surgical techniques, it can be hypothesized that the head was not assembled on the stem before cementing and that the stem was implanted at the same height of the resection line. This could then result in a gap between head and bone. However, since no detailed description of the surgical steps performed is available and no intraoperative pictures/x-rays are available, an exact root cause could not be determined. The need for corrective actions is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).